Event description:
Rep reported patient having high impedance on 13- of 16 contact, at 40k ohms. Electrodes 0,5,7 were in the range of 1600-2000 ohms. Patient was reprogrammed and is getting pain coverage. Rep to review with hcp about revision if current coverage is lost. Issue with therapy was noted 5 days ago. Additional information was received from the manufacturer representative (rep) stating the cause of the high impedances were not known. Issue has not been resolved and there is no revision planned at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.